Event description:
It was reported that a few days after a routine generator change, a lead warning triggered for high pacing impedance on the right ventricular (rv) lead. A fracture was suspected. The pace/sense portion of the rv lead was capped and a new pace/sense lead was implanted. The high voltage portion of the rv lead remains in use. The following day, another lead warning triggered for high pacing impedance on the pace/sense rv lead. An x-ray of the device header revealed that the pace/sense rv pin was not fully seated in the block. The physician suspected a header issue or debris in the rv port. The device was explanted and replaced. The pace/sense rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419488 implantable pacing lead, (B)(6) 2005; 5076-52 implantable pacing lead, (B)(6) 2005. (B)(4).